Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that following a device interrogation, the impedance trend could not be retrieved from the data set. It was also reported that there was a "flipped bit" within the weekly battery trend data which is indicative of exposure to electromagnetic interference and/or radiation. The device remains in use. No patient complications were reported as a result of this event.